Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 74mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the customer to clear the alarm and to rewind, but the device alarmed no delivery. Performed the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.